Manufacturer narrative:
The ri-2 was returned to belmont for investigation. The reported failure was not easily replicated, however after extensive testing by continuously pressing various buttons on the screen for 1-2 hours, it was confirmed that the screen became frozen. No evidence of fluid contamination was found during the investigation. Belmont upgraded the system to the current revision and the unit subsequently passed all test specifications and inspection requirements. The manufacturing records for this serial number were reviewed and no related anomalies were identified. It was reported that another rapid infuser was used to finish the case; there was no harm to the patient.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 7/7/2021; evaluation of the unit is in process. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without results of the investigation a root cause of the reported unresponsive/frozen touch screen cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual instructs the user to check the unit seals every six months. The operator's manual also offers possible conditions and recommended operator actions in the event that the keypad is unresponsive or does not accept input. The manufacturing records for this serial number were reviewed and no related anomalies were identified. It was reported that another rapid infuser was used to finish the case and there was no harm to the patient. A final follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the rapid infuser, ri-2 screen froze during a liver transplant.